Event description:
It was reported that patient presented in the emergency room after receiving inappropriate therapy. Fracture, oversensing noise and high out of range hv lead impedance were observed. Externalized conductors were noted under fluoroscopy. The lead was capped and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.